Manufacturer narrative:
The event was reported to occur sometime in the year 2017. The device has been received, however an evaluation is not yet completed; therefore, a full device analysis could not be provided. Upon completion of the evaluation, when additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a flow rate error. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported flow rate error which was reproduced as an under infusion. A visual inspection found contamination on the door and internal door components preventing the device from operating within specifications. The device was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.